Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat test at 0.08740 inches. Insulin pump was tested with a water fill reservoir. Insulin pump left on status screen matched properly with units left on test reservoir. No over delivery anomalies noted. Insulin pump alarmed pump error hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The manager reported via phone call that the customer's insulin pump displayed inaccurate information. The status screen showed 2.5 ml left instead of a full 3ml. When the reservoir was removed, 1ml was displayed. Troubleshooting did not occur. The patient's blood glucose at the time of incident was 85 mg/dl. The insulin pump will be returned for analysis.